Event description:
In the same day after the knee surgery performed on the (B)(6) 2024, a post-op periprosthetic bone fracture was observed. A follow up visit was done on the (B)(6) 2024. According to the revision surgeon, the causes of the postoperative fracture were the patient's osteoporosis and fragility of the anterior femoral cortex, exacerbated by a false route during reaming. The implants were not involved at this stage. Revision of femoral component and extension stem performed successfully.

Manufacturer narrative:
Batch review performed on 07-jun-2024. Lot 2313180: (B)(4) items manufactured and released on 08-nov-2023. Expiration date: 2028-10-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director: postoperative fracture, on the same day of the tka surgery with a constrained implant, due to the osteoporosis of the patient who also has very small bones which induced a deviation of the reamer. No reason to suspect a defective or malfunctioning device. Additional components involved in the event: batch review performed on 07-jun-2024. Gmk-hinge 02.07.fcl14065 extension stem - fluted ø 14 l 65 (k120790) lot 2300795: (B)(4) items manufactured and released on 15-jun-2023. Expiration date: 2028-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.